Event description:
On (B)(6) 2026, the patient applied a new sensor on the arm and a new pod on the abdomen. Sensor to controller communication was intermittent the first night, improved the next day, and then stopped again on (B)(6), although glucose readings continued to display in the sensor app. At the time, the patient had been wearing the pod on the abdomen for between 49 to 71 hours at the times communication issues persisted. A previous report also documented that the patient noticed a small, non-sharp scratch on the controller screen. On the evening of (B)(6), neighbors found the patient experiencing severe hypoglycemia and called an ambulance. Blood glucose (bg) was 2.0 mmol/l (36 mg/dl). The patient reported no symptoms and believed of having simply falling asleep, though the neighbors suspected loss of consciousness. The ambulance stayed for less than an hour, administered an intravenous drip and gave bread, and bg improved. This was the patient's third hypoglycemic episode in one week, but the first requiring medical assistance. The healthcare provider later contacted the patient and planned adjustments to basal settings and carbohydrate ratios.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.